Event description:
It was reported that the light source had no image and the main lamp shut down. The issue was found during procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone and was instructed the customer to perform troubleshooting steps, including power cycling the unit and reseating the maj-1933 digital light source cable and the maj-1941 light source cable at both ends. The customer confirmed that no maj-1943 cable was connected to the front paddle connector of the video processor. These actions did not resolve the issue. During troubleshooting, the customer reported additional symptoms, including unit overheating, shutdown of the main lamp, and activation of the emergency lamp. The customer stated this was the same issue for which the unit had previously been sent for repair and expressed concern that the issue had not been resolved. Tac advised that the unit required return for repair. The customer declined transfer to initiate a repair request and indicated that their biomedical service provider would manage the repair process. A review of olympus records did not identify any recent repair orders for this serial number, suggesting prior service may have been performed by a third-party repair provider. The customer informed tac of the event and was confirmed by the tc. The device will not be returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.